Event description:
Had implants put in. They became gummy bear textured three months later, left breast swelled up and I came down with a fever. It was immediately replaced, no infection found. A year later, encapsulation. A year later, another encapsulation and had my implants removed in 2012. All the while I was extremely ill, fatigued, major joint pain and horrible neck pain diagnosed with fibromyalgia, etc.